Event description:
Hcp reported there were questions as to variances in the pump reservoir volume. The pt had no symptoms for several months while this was happening. Right before the pump was replaced, the pt had complaints of some increase in pain, though no withdrawal symptons. A catheter dye study showed no problems with the catheter. No rotor study was done of the pump. The pump was explanted and replaced and returned to the MFR for analysis.the pt is reported to be doing fine now.